Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer stated that they changed battery and insulin pump had blank display. Troubleshooting was performed for blank display. Customer tried that old cap and played with it and was able to get it back on. Customer was calling back after receiving new battery cap. Customer stated display was not returned. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Device received was properly tested using a test battery cap. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. (B)(4).